Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had keypad anomaly as dropped. Customer¿s current blood glucose was unknown. Customer stated delayed function to wake the insulin pump up after the screen was not active. Customer stated that there was response from the buttons and center button was unresponsive. Customer had alarm for low battery on insulin pump. Insulin pump will not be returned for analysis.